Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center had the image from the digital visual interface signal output randomly and intermittently blank out due to a faulty printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunctions of image from digital visual interface (dvi) being intermittently blanked out was confirmed and loss of image when wigglin the scope end connector was also confirmed. Based on the results of the investigation, it was presumed that the intermittent loss of image from the dvi output was due to a faulty circuit board. It was also presumed that loss of image when wiggling the scope end connector was due to a worn-out lock latch on video connector. The root cause of both events could not be determined. Olympus will continue to monitor field performance for this device.